Event description:
A us distributor contacted zoll to report that a patient developed a heat rash on her back. There was no alleged device malfunction contributing to the irritation. Patient was advised to use lotion by a physician. Follow up indicated that the irritation has improved.